Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade ii.

Event description:
Patient reported right side seroma. Treatment included aspiration, performed at 2 week increment. The device was explanted. Biopsy confirmed no malignancy and "cd30-." Healthcare professional reported "capsular contracture baker grade ii."

Event description:
Patient reported right side seroma. Treatment included aspiration, performed at 2 week increment. The device was explanted. Biopsy confirmed no malignancy and "cd30-." Healthcare professional reported "capsular contracture baker grade ii."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown particles on the surface of the shell, and a crease fold. The weight of the device was within specification. A microscopic analysis was performed which identify a striated edge openings on anterior. Based on the device analysis the final assessment is two striated edge openings on anterior side assessed as surgical damage.